Event description:
While field service engineer (fse) was at the customer site, the customer reported high discrepant patient results for estradiol (e2), out of range low level 1 e2 quality control (qc), detector low (dl) flag and barcode read errors on the aia-900 analyzer. The physician requested a sample redraw from the customer for retesting, which was their confirmation for the discrepancy in the results. No values were provided by the customer. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. The fse was not able to reproduce the complaint. While troubleshooting, fse found the barcode labels were blurry, noted error 6006 skipped position mismatch had occurred. The error 6006 was probably due to poor print quality or the barcode not positioned properly. On the other hand, fse confirmed the reported high discrepant result for estradiol (e2) by reviewing the customers data and error logs and was not able to reproduce the complaint. Fse replaced the substrate bottle with a new one, which resolved the complaint. Fse reminded the customer on proper substrate assembly and processing. Fse stated most likely cause of the dl flag was due to air in the substrate system and resulting in run results not being within acceptable specifications. Fse successfully performed 20 replicates of e2 precision run on control level 1. As a preventative measure, fse cleaned and lubricated the sample rack tube and cup sensors, successfully validated analyzer by performing qc run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The st e2 test code 029, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 75 ¿l. The aia-900 operator's manual under section12: flags and error messages states the following: (6006) skipped, position mismatch cause: the installation positions of specimens in the analyte registration of an assay order were different from the installation positions of sample containers in a sample rack. Action: set the specimen in the installation position specified in the work list. If the installation position is correct, check the installation condition of the sample container, and so on. If no problem is found, it means that the container detection sensor must be inspected, so please contact tosoh local representatives. In the case of specimen ID assay, confirm that the assay order agrees with the specimen installation position. Dl flag: a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a. The most probable cause of the reported discrepant result and dl flag was due to user error; the customer did not replace the substrate bottle when low and exact probably cause of error 6000 could not be established.